Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had shutter flash. There were lines on the monitor. The issue occurred during a procedure. Completed using similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had shutter flash. There were lines on the monitor. The issue occurred during a procedure. Completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned for evaluation. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.